Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, patients have experienced persistent fever after use of bioglue. The maximum temperature noted was forty degrees celsius. The fevers persist up to three months.

Manufacturer narrative:
According to the report, patients have had persistent fever after use of bioglue. At worst, the body temperature rose to forty degrees celsius. The fevers continued up to three months. Additional information was received which indicated that three separate events occurred. The first and second cases involved events where bioglue was used for obliteration of proximal and distal false lumen and suture line in ascending aorta replacement for stanford type a aortic dissection operation. The fever lasted for a month, but the patient recovered with antibiotics and left the hospital. The third case involved an event where bioglue was used for obliteration of the proximal and distal false lumen and suture line in ascending aorta replacement for stanford type a aortic dissection operation. The fever lasted three months, but the patient recovered with antibiotics and left the hospital. The results of bacteria testing performed on all three patients were negative. This report is submitted for the first of the three cases (medwatch reports 1063481-2012-00034 and 1063481-2012-00035 have been submitted for the second and third cases). Lot numbers were not provided with the complaint details. Therefore, a review of manufacturing records could not be performed. A persistent high grade fever is more consistent with a chronic infectious process rather than a reaction to bioglue. Bioglue has been tested and was found to have no pyrogenicity. As such, bioglue is not expected to cause fever. No further action is warranted.